Event description:
During an unknown procedure, they used the device and then it stopped working. It gave an instrument error. They disassembled everything and started over. Same problem. No consequences to the pt.